Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. Corrected information: report source: foreign, user facility, distributor. Investigation summary: a review of the complaint history, device history record, documentation, drawings, instructions for use(IFU), trends, quality control, manufacturing instructions, visual inspection and functional testing of the returned device were conducted during the investigation. One catheter was returned with the mac-loc in the locked position. Biomatter was present. The cap was unable to be untwisted. The tubing did not twist or pull out of the cap. No cracks or defects were observed on the proximal assembly. One thread was present between the mac-loc and the cap. Hemostats were used to clamp off the catheter in order to pressurize the proximal assembly. A pressure of 8.1 psi was held for approximately 2 min with no water leaking. The failure could not be duplicated. The originator was contacted to gain additional information from the customer regarding what specifically was noticed to be broken. No additional information was able to be obtained. Additionally, a document based investigation evaluation was performed. There was no evidence to suggest the product was not made to specifications or that this device was broken at the joint of the mac-lock and catheter. A review of the device history record found three non-conformances associated with the lot number and were identified and scrapped prior to further processing. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, this complaint was not confirmed.

Manufacturer narrative:
Brand name: ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that, when the operator was flushing the catheter during the placement of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter as an intrathoracic drain, the joint between the mac-loc and the catheter was observed to be broken. The operator initially wished to continue using the device, but after the device was inserted halfway, the operator ceased its usage, citing safety concerns. The operator used a new device to finish the procedure. No patient adverse events were reported as a result of the issue. The device was received for evaluation; however, as of the date of this report, the investigation is still pending.